Event description:
It was reported that customer's insulin pump alarmed motor error several times last month. Customer was also hospitalized. His blood glucose at the time of hospitalization was 33 mmol/l. The hospitalization was originally for lymph nodes. The device's history showed several motor errors. The device may have been dropped prior to the alarm. Customer does not use the sensor feature. The drive support cap appeared normal. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
All operating currents are within specification. There were no unexpected low battery or off no power alarms noted. Unit passed self test, a21 error test, off no power test, and displacement test. Motor error alarm noted during basic occlusion test. Unit was unable to prime during prime/a33 test due to faulty fsr(gold). Motor passed motor test. Unable to complete functional testing due to prime anomaly. Unit received with cracked case on display window corners, severely scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and scratches around the casing.